Event description:
A peritoneal dialysis pt reported that when he disconnected and cancelled treatment, he found fluid throughout the cycler. There is no report of pt ill effect. There is no sample available for evaluation.